Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 451 mg/dl at the time of the event. Prior to the event, the customer experienced a hypoglycemic seizure, with a blood glucose reading of 21 mg/dl. The customer's boyfriend was able to assist her by treating with food, but later that afternoon, the customer began to vomit, which resulted in her going to the hospital. It was determined that the customer was inadvertently using recalled quick-set infusion sets. The customer stated that she is no longer in possession of any recalled infusion sets. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. Nothing further was reported.